Manufacturer narrative:
H10: the device was not received for evaluation however photos were provided. Visual inspection of the provided photos showed the header area with water drop above the dialysate connection was visible. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of polyflux 140h, an external fluid leak was observed "from the top packing". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.